Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and competitor competitor right ventricular (rv) and left ventricular (lv) leads exhibited out-of-range impedance measurements during follow-up. The health care professional (hcp) stated they were able to find elevated lv impedances trends but the high out-of-range shock impedance could not be seen in the corresponding trend. Disk analysis confirmed the reported lv impedance issue but there was no evidence of abnormal shock impedances. Boston scientific technical services (ts) discussed the rv lead appeared to be a single coil design which can result in higher impedance values. Suggestions were provided for additional system testing. No adverse patient effects were reported. This system remains in service.